Event description:
A non healthcare professional reported that during the vitrectomy surgery, the surgeon reported that the vitrectomy probe aspirated but did not cut, despite being activated at 30,000 cuts per minute (cpm), with the cuts audible from the console. There was vitreous incarcerated in the vitrectomy probe, so she attempted proportional reflux using the foot pedal following instructions. The vitrectomy probe refluxed but did not release the vitreous, preventing removal of the probe from the eye due to vitreous traction and patient experienced high intraocular pressure and papilla vessels lowered the perfusion. They opened an fluid management system (fms) from the same lot, replaced only the vitrectomy probe, primed the system, and continued the surgery. Current condition of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.